Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2026: the patient experienced oozing at the arterial puncture site. During the process of changing the dressing, fluid leakage was observed at the connector of the indwelling cannula. This may be due to a product quality issue. It is also possible that the patient tugged on the cannula, causing the connector to become loose. The indwelling cannula was replaced.

Manufacturer narrative:
Investigation summary: during the analysis of this complaint, no nonconformance or corrective maintenance records were found, and no evidence was identified that could be related to this occurrence. Although this complaint does not include samples or photographic evidence confirming the reported defect, a complaint was identified through the complaint history, which includes photographic records. Therefore, the reported defect could be confirmed. A probable root cause for this defect may be related to misalignment at the metal wedge/adapter crimping station. However, a more detailed analysis would require the availability of a physical sample.

Event description:
No additional information.